Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the damages are consistent with misalignment of the screwdriver into the screw while forcing the screwdriver into the screw (inducing the opening of the internal hexagonal slot of the mas). No deviation or non-conformance has been recorded for this lot number.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that the tulip of the screw was damaged during implantation. The screw had to be replaced with a new one. No further details are known at this time.